Event description:
It was reported that during implant, it was found that the patient's tricuspid valve was severely stenosed; this was in conjunction with extremely high right ventricular (rv) blood pressure which complicated the implant. The rv lead was too thick to navigate the very acute angle which was required to position this lead in an optimal position. During the attempt to position this lead, the cardiologist had to use a reasonable amount of force. There was a shared concern that the lead integrity might have been jeopardized due to the struggle. Therefore the rv lead was removed and a different lead was implanted instead, since it was a thinner lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. Analysis concluded that the lead was ok, no anomalies found. Analysis did find that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and that the lead was damaged at implant.